Event description:
The customer reported that the video on live monitor is distorted, and lines are showing up. Also the technique is maxing out. The interconnect receptacle is the problem with this system. Pins were pushed in and potential has carbon build up.

Manufacturer narrative:
The service rep. Cleaned and pulled pins to proper length. He plugged in the interconnect and system and images look great. Also the technique is tracking appropriately. System is working as intended.